Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone 18.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been transported via ambulance to the emergency room on (B)(6) 2026 where they were admitted with elevated blood glucose (bg) levels above 270 mg/dl while wearing the pod on their abdomen for between 4 and 24 hours. The patient reported a self-administration error. Symptoms reported include high bg levels, fainting, seizure and confusion. The patient was diagnosed with hypoglycemia. The patient was treated with insulin via intravenous. The patient was released on (B)(6) 2026, after approximately 15 hours.